Manufacturer narrative:
Unknown taper. The device associated with this complaint will not be returned. The reporter of the event was asked to indicate the product serial number and catalog, the reporter stated they were unknown. Without the device or any additional device information, the taper type associated with this complaint cannot be determined. The reporter was asked for further information regarding the event, including implant date, patient age, diagnostic testing, and device information. To date, no further information has been received. This event was reported by the patient, and apollo is unable to confirm the events with the patient's physician, or request additional information. Device labeling addresses possible outcomes of leak(s) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient has had two port leaks. The first was three years ago, and the patient reported that they had the port only replaced. The patient also has a current port leak, and has had a prior band slip 6 years ago. This report is for the port leak occurring three years ago. The additional events of a current port leak and prior band slip are captured in mw #3006722112-2015-00583 and mw #3006722112-2015-00593.